Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high. The blood glucose reading went up to 517 mg/dl. She treated with manual injection and with boluses. The drive support cap appeared to be normal. Insulin did exit with a manual prime and no air bubbles or leaks were observed. The insertion site was not sore or irritated. The infusion set was removed and the cannula was straight. The time and date were correct and bolus wizard and basal rate settings programmed accurately. The bolus history displayed all entries based on the customer's recollection. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.